Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump received with missing retainer ring. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. Pump was also received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2 and force sensor. The motor had moisture damage. Using a test pcba 1 and the original pcba 2, the pump had blank display. Using a test pcba 2 and the original pcba 1, the pump had blank display. Blank display was confirmed due to corroded electronic assembly. Unable to perform the history review 2 days prior to the event date 06-jun-2019 due to blank display. Unable to generate the power management graph due to blank display. The following were noted during visual inspection: missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, missing serial number label, faded end cap address label, scratched keypad overlay, keypad overlay texture damage, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and corroded battery tube. Cosmetic damage was confirmed at reservoir compartment (missing retainer ring). Missing retainer ring confirmed. Reservoir unable to lock into place confirmed. Blank display confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was able to lock in place but it was loose. The customer's blood glucose value was unknown. The customer also stated that the reservoir lip ring has damaged. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.